Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the patient's right eye. Postoperatively, the patient had a refractive error secondary to lens vaulting and biometry calculation error. There was no bcva decrease associated with the vaulting, however, the lens was exchanged successfully in order to address the refractive error. It should be noted that the lens was replaced with a 21.0 d crystalens.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the root cause of the reported problem of a refractive error was related to vaulting of the lens.